Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pin of the power adaptor of the remote monitor was broken. Troubleshooting steps were taken to no avail. The monitor is still in use. The power adapter will be replaced. No patient complications have been reported as a result of this event.